Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/28/2023, it was reported by an arthrex subsidiary employee via sems-06016980 that an ar-1250lt step drill broke during a brostrom procedure on (B)(6) 2023. The bone tunnel was completed before the drill broke. The broken part was recovered, and there was no harm to the patient. It was possible to insert the anchor, and the surgery was completed successfully. The drill fragments were disposed of at the hospital. This occurred during use with no patient harm. Additional information has been requested. On (B)(6) 2023, the arthrex subsidiary employee provided the following information via email: there was no case delay reported. This event was not an adverse reportable event and did not meet the reportability requirements of article 8 of rdc 67/2009.